Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted

Event description:
The customer reported that during the case, the jaws did not seem to grab the intended tissue firmly and that the tissue was only partially sealed. Another device of the same type was opened and used to successfully complete the case. There was no bleeding or patient injury.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of follow-up report : 02/09/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.